Event description:
The surgeon inserted an aq2010v 3 piece silicone lens. The lens haptic tore off, during insertion into the eye. The lens was removed. No patient injury. Surgery was completed using another lens.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product showed that one lens haptic was torn off and missing. Clear surgical and reddish residue/debris on the product. Conclusion: based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.